Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter facility name: (B)(6) hospital, (B)(6) hospital ((B)(6) hospital). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon tear occurred. The 68% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.0 x 40, 75cm mustang balloon was selected for use. However, during the first dilation, a tear in the balloon was noted, and the balloon was leaking liquid. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.